Event description:
Per the field clinical specialist report, during a transcatheter aortic valve replacement (tavr) procedure, valve post deployment position was too aortic, and a second valve was deployed. Summary of the case: the 24fr sheath inserted into right groin via cutdown. The sapien valve was positioned 50/50 and deployed under rapid rv pacing. The valve moved aortic and ended up in 80/20 aortic position due to calcium on the left coronary leaflet. A second sapien valve was deployed in good position (50/50 in the annulus). There was no reported calcium on the sinotubular junction (stj). Root cause analysis suggested that the valve moved due to calcium on left coronary cusp. The patient was stable throughout the case.

Manufacturer narrative:
Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the root cause for the 1st sapien valve final position being too aortic cannot be confirmed; however, it was reported that the valve movement during deployment was due to the left coronary cusp calcification. It appears that the event was related to patient factors although procedural factors may have contributed to the event. There was no allegation of device malfunction, or labeling issues. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.